Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. Customer called for assistance with an unable to update timing alarm on a cardiosave during use. He was calling for the bedside nurse, (B)(6), who reported the unable to update timing alarm going off intermittently. She was providing patient care and (B)(6) was helping her out. Prior to calling (B)(6) had used the help screen, flushed the inner lumen in standby (which did flush but was somewhat resistant at first,) and gotten an x-ray to verify placement. She also reported difficulty with insertion due to poor vasculature. An image of the pump screen showed severe artifact in both the ECG waveform and the arterial waveform and appropriate augmentation. We discussed the nature of the alarm and possible causes. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2. Thomas, an ICU rn, called for assistance regarding an intermittent ¿unable to update timing¿ alarm on a cardiosave while supporting the bedside nurse, rachel. No patient harm occurred. Prior to the call, rachel had reviewed the help screen, flushed the inner lumen which initially met resistance but ultimately flushed and obtained an x ray confirming proper placement. She also noted that insertion was difficult due to poor vasculature. A photo of the pump screen showed significant artifact in both the ECG and arterial waveforms. After reviewing potential causes, thomas replaced the ECG electrodes, which immediately resolved the timing alarm. To improve the arterial waveform quality, he switched to the transducer source, which displayed less whip and comparable pressures; when the fiber optic cable was reconnected, the arterial waveform stabilized. Based on the event description, the root cause of the event was poor ECG signal quality due to degraded or insufficiently functioning electrodes, resulting in timing algorithm interruptions. Contributing factors included waveform artifact, challenging vascular access, and initial resistance during lumen flushing. Thomas expressed appreciation for the assistance and reported no further needs. No iab malfunction was reported by the customer. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percentage inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.